Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/27/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: can you identify the product code and lot number of the product that was used? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the vet did not keep the defective device, and is unable to provide us with the reference number of the vicryl concerned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a cat oophorectomy on (B)(6) 2024 and suture was used. During the cat oophorectomy, the veterinarian used a single thread for ligatures, overlocking the abdominal wall and skin tissue. During cat oophorectomy, the veterinarian uses a single thread, vicryl, for ligatures, overlocking the abdominal wall and skin tissue. A cat (1.5 years old, european, weighing approximately 3kg) underwent an ovariectomy with suture. When the stitches were removed 10 days later, the skin wound was normal but a herniation was noted in the muscular plane. The wound was surgically repaired. The 2 knots of the overlock of the muscular plane were present, but the thread had broken along its length, causing the hernia (with incisional hernia). The muscular plane and the skin were sutured with suture; the wound healed and the cat completely recovered. Additional information was requested.